Event description:
The customer reported that the insulin pump was alarming and delivering insulin too fast. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded home switch. Unable to verify the displacement test due to the motor error alarm.